Event description:
We became aware of inaccurate (falsely elevated) creatinine patient results reported from the cobas 8000 c701 module ("756-1"). We stopped using that module and called the vendor technical assistance hotline. We began pulling and repeating patient samples that were elevated, making corrected reports and notifying providers. Service from the vendor was dispatched. The following day, the field service engineer found worn leaking rinse nozzle vacuum tubing. The leaking vacuum tubing was the same issue we had approximately 2 years ago on this same analyzer and approximately 4 years ago on the other module "756-2". The additional safeguards we implemented to better detect this problem (auto qc, 7 times per and patient moving averages) showed no abnormalities or flags. In the past, the vendor indicated they would increase frequency of tubing change. This does not appear to have occurred. We reviewed the creatinine test results as follows for the 7 day time period: a listing of samples and results was created. 5,253 samples had been tested. Abnormal (elevated) samples were pulled from storage and repeated. Five corrected reports were made, and physicians notified. The earliest instance of a corrected report was on day 2 of the event. With no corrected reports needed in the time frame prior to that, we feel the issue began on that day. The corrected report information is listed below: (B)(4). Manufacturer response for lab analyzer, cobas c701 module (per site reporter).